Manufacturer narrative:
A getinge fse was sent to investigate. The fse performed all manifold tests and the unit passed. Fse states no leakage was found in machine. Machine could perform autofill successfully and start assist without any alarms. Failure not reproduced and no parts were replaced. The unit was returned to the customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient injury or harm reported.